Event description:
Customer reportedly obtained a result of 200mg/dl on the advantage system and took 8 units of humalog. The customer was found unresponsive within an hour and the paramedics were called. The customer tested 18mg/dl on the paramedic's device and was given a glucose injection. Within 1 minute of the paramedic's result, the customer's advantage system produced a result of 100mg/dl. Requested return of suspect system and replacement was sent.